Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿the mesh to have rolled over itself and detached from the superior left side. The mesh was completely removed.¿ it was reported that the patient experienced severe pain, long term infection, bulging, inflammation, stress and anxiety. The patient had a previous unk mesh on undisclosed date and mesh implanted on (B)(6) 2009 which is captured in a separate files. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/11/2022 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/8/2021.